Event description:
A nurse saw air in the IV line (tubing) leaving the infusion pump. The nurse stopped the infusion before any air reached the patient. The pump was removed from service and biomed brought the pump to the biomed shop.